Event description:
End user called to complain that the device does not test the calibration strip. This was confirmed by troubleshooting on the phone. The device was replaced and the defective one returned for investigation.